Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 8mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were compromised. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.